Event description:
Left tkr (pfc) being revised due to pain/discomfort. Intra-operatively, both femoral and tibial components were found to have stable fibrous fixation only. The bone cement used in the index surgery was manufactured by others.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.